Manufacturer narrative:
Date of birth: (B)(6). Operator of device: health professional (previously other). The lot was manufactured between march 2, 2020 to march 3, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed residual fluid inside the device bladder. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The expected therapy time was 24 hours; however, after the expected therapy time was completed, it was observed that approximately 60% of the dose had been delivered to the patient. The device had been filled with 8mg flucloxacillin in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.